Event description:
A user facility inventory manager reported a dialyzer blood leak. Upon follow-up, the registered nurse (rn) confirmed the reported event and stated an internal dialyzer blood leak occurred one and a half hours after initiation of hemodialysis (hd) treatment. Blood was noted in the hansen line and dialyzer housing. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 250ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported a dialyzer blood leak. Upon follow-up, the registered nurse (rn) confirmed the reported event and stated an internal dialyzer blood leak occurred one and a half hours after initiation of hemodialysis (hd) treatment. Blood was noted in the hansen line and dialyzer housing. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 250ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer was subjected to a laboratory leak test and leaked in multiple locations in the polyurethane (pu) cut surface. Upon further evaluation, and removal of the header caps, the fibers on both ends (cavity ID and non-cavity ID ends) were noted to be plugged with pu. However, this does not explain the internal leaks; the dialyzer was then further deconstructed to further evaluate the pu. Upon closer inspection, on the internal surface of the pu (with the housing of the dialyzer), it was noted that the pu was softer than expected to the touch which would result in internal leakage. There was no other damage or irregularities noted. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.